Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned for evaluation and it was determined that the stylet was not able to be inserted into the lead. The distal conductor had a blood/fluid obstruction. The blood in the distal conductor most likely entered through the is-1 pin as no inner insulation breach was observed.

Event description:
It was reported that during the implant procedure that it was not possible to fully insert the stylet into the lead. The lead was not implanted. No patient complications have been reported as a result of this event.